Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the customer's unit powers off on its own, tech watchdog error on unit. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 bd unit in for warranty repair. 1. 8015 bd unit is power off on its own, 2. Power unit back on he gets black screen with red arrow. And its peeping 3. Tech watchdog error on unit 4. Like to send unit in under warranty repair. Transfer tech to services repair to further assist tech. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 bd unit in for warranty repair. 1. 8015 bd unit is power off on its own, 2. Power unit back on he gets black screen with red arrow. And its peeping 3. Tech watchdog error on unit 4. Like to send unit in under warranty repair. Transfer tech to services repair to further assist tech. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. H3 other text : no product returned.

Event description:
It was reported that the customer's unit powers off on its own, tech watchdog error on unit. There was no patient involvement.